Event description:
Heartmate 2 left ventricular assist device (lvad) patient presents with melena/red blood per rectum and anemia; international normalized ratio (inr) 1.6 with hemoglobin 6.8 on admission. Two units of blood were transfused. Endoscopic evaluation included egd and colonoscopy and failed to identify the bleeding source. Heparin to coumadin bridging was completed. Aspirin therapy continues to be held.